Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred. Customer¿s blood glucose (bg) was 281 mg/dl. Reportedly, the issue was resolved at the time of report.